Manufacturer narrative:
The hydromark breast biopsy site marker is made of a resorbable hydrogel that expands with fluid and is then resorbed. The hydrogel material is visible under ultrasound. Embedded in the hydrogel is a coiled metallic wire that will be permanently visible under x-ray and MRI when the hydrogel is resorbed. The hydromark biopsy site marker is a permanent implant and is not intended to be removed unless the marked tissue is determined to require surgical removal. According to the reporter, this event happened after clip placement/biopsy site marking. There was resistance to the applicator after marker placement and when it was pulled out, the tip of the hydromark was broken. In this facility, only the hydromark was pulled out first after marker placement, not together with the probe. The facility explained that no fragment remained inside the patient body. Procedure was completed. No patient complication. After evaluation of the images received it was confirmed that a tip shear occurred. The details of the compliant also stated the following in the event description" only the hydromark was pulled out first after marker placement, not together with the probe". The root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "the marker applicator may be sheared off resulting in a piece left behind in the patient. The probability of a tip shear may increase as a result of: · removing or rotating the marker applicator independently from the probe." And "remove the hydromark¿ applicator and the mammotome® revolve¿ biopsy probe together as a single unit from the site". Although no patient/user injury occurred, we are reporting this event as this failure mode has been reported in the past.

Event description:
According to the reporter, this event happened after clip placement/biopsy site marking. There was resistance to the applicator after marker placement and when it was pulled out, the tip of the hydromark was broken. In this facility, only the hydromark was pulled out first after marker placement, not together with the probe. The facility explained that no fragment remained inside the patient body. Procedure was completed. No patient complication.

Manufacturer narrative:
The initial report was submitted on 14-feb-2025. The purpose of this follow up report #1 is to correct g3 date received by manufacturer to reflect the correct date.